Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that a save to disk was completed for this device, which was included in the shortened replacement window advisory (B)(4) 2009. Population product advisory was initially communicated on (B)(4) 2007. Upon engineering analysis of this disk, it was found that the middle of life (mol) 2 timestamp occurred at 33 months with a battery voltage measurement of 2.65 v. The predicted timeframe for elective replacement indicator (eri) declaration may exceed one year. Although this device does not meet the advisory criteria, the boston scientific crm sales representative felt that the battery was depleting prematurely. A technical services consultant discussed recommendations for monitoring eri. To date, no adverse patient effects were reported with this clinical observation. The device was later explanted for normal battery depletion and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.